Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-05280. The 23mm commander delivery system was returned, locked in the default position, with 75% fine adjust and no flex in use. Visual inspection of the returned device was performed and the following was observed: longitudinal and radial burst confirmed on the distal balloon, measuring 1.7cm in length. Gross alignment was able to be performed with no issues. System was also able to be fully locked and unlocked. Fine adjust was able to be performed and full valve alignment was achieved with no issues. Due to the reported difficulties of valve alignment the collet/locknut engagement force measurement was taken for the complaint unit. The measurements met specification. Dimensional inspection was performed and the single wall thickness was measured. Measurements met specification. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon burst and difficulty with valve alignment. A review of the complaint history from september 2020 to august 2021 revealed additional similar complaints for balloon burst and difficulty with valve alignment for commander (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve alignment difficulty was unable to be confirmed due to lack of applicable imagery and based on the returned condition of the device. The complaint for balloon burst was confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review and lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the valve was crimped on the balloon without apparent issues. Valve alignment was performed almost in the arch (no straight section of the aorta), and some difficulties and lot of tension were found during alignment (gross and fine).'' Tension present in the system during valve alignment may result in higher forces necessary to align the valve, contributing the reported complaint event. Tension in the system may be induced by the following: if the balloon profile is altered, it may be difficult to advance the thv over balloon. As reported, ''doctors believed the balloon was damaged during the alignment due to remaining fluid on the balloon from the deflation technique.'' The balloon profile may be affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. If there is tortuosity present in the vasculature, it may be difficult to pull the balloon shaft through the flex shaft along bends in the anatomy. As reported, the patient had ''moderate tortuosity.'' Additionally, it was reported that valve alignment was performed ''almost in the arch (no straight section of the aorta.'' If the thv alignment is performed at an angle (non-straight section of aorta), this can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and ''dive'' into the lumen of the flex tip. If the thv is unseated during alignment, it can result in additional valve alignment forces. Available information suggests patient (tortuosity) and procedural factors (valve alignment performed in non-straight section, residual fluid in balloon) contributed to the complaint event. As reported, ''the balloon ruptured. Approximately, the 50% of the inflation volume was used. Valve did not inflate much'' and the patient had moderate calcification present in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that the balloon was inflated at a ''moderate inflation technique.'' Per the training manual, ''begin initial deployment with a slow controlled inflation.'' It is possible the balloon was not inflated slowly and in combination with the reported improper device preparation and ''residual fluid in the balloon,'' may have further contributed to the burst. Available information suggests that patient factors (calcification) and procedural factors (rapid inflation) may have contributed to the reported balloon burst. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation and corrective/preventative action (CAPA) are not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transversal transcatheter aortic valve replacement (tavr) with a 23mm sapien3 ultra valve, tension was noted during valve alignment and upon inflation, the balloon burst at approximately 50% inflation. The valve embolized aortic and was placed in the descending aorta. The system was removed with no complications. A second valve was implanted successfully. The patient is stable post procedure and was discharged home. The physician believed the balloon was damaged during alignment due to remaining fluid in the balloon from improper deflation technique.